Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported feeling stimulation in the right arm and hand during routine reprogramming. X-rays revealed both leads migrated. During a lead revision procedure both leads were replaced. It was reported the patient experienced a dural puncture, which was treated with an epidural blood patch. A week later, the patient¿s system was programmed, and therapy was restored.

Manufacturer narrative:
The devices are not available to be returned to saluda for analysis. Without the return of the devices, it is not possible to reach a definitive root cause. Lead migration which may result in undesirable stimulation changes and requiring surgery (including revision, explant, and replacement) as a result is listed as a potential risk in clin-uman-005177 evoke scs system surgical guide USA-PMA.¿ the manufacturing records were reviewed and confirmed that the product met requirements for release.